Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es station is on critical override, as a result the vaccine fridge could not be opened. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station is on critical override. As a result, user could not open the vaccine fridge, the station also not allowing them to access to the newly admitted patient. This is a normal fridge with the smart remote manager attached on the fridge. A technical support specialist dialed into station, verified station is on critical override not on disconnected mode. Checked on the data sync debug log and found the error. Dialed into server, checked on the notice and found station is listed on the list of devices not communicating. Logged into station, checked and verified station is not manually enable to critical override. Advised another technical support specialist to check on the timeout time set on the data sync configuration file. Followed knowledge article 000007671 and changed the timeout time then restart the station. Med application launched after reboot and station is off from critical override while no longer showing up on the list from pyxis enterprise system. Checked on data sync log and verified now the station is communicating fine with server, issue resolved. The system functioned as intended after troubleshot by the technical support specialist.